Event description:
It was reported that the iab was inserted via the left femoral artery while the pt was in the sicu. The pt went to surgery, and a few hours after surgery, the iab kinked when the pt bent their leg. The iab was removed without any complications.